Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was exhibiting high out of range pacing impedances greater than 2000 ohms in all pacing configurations that involved the lv tip. Using a ring to coil configuration had stable impedances so the lead was programmed to that configuration. One year, six months later the lead was surgically abandoned. Impedances and loss of capture was observed in all vectors. The lead was successfully replaced with an epicardial lv lead. No additional adverse patient effects were reported.